Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advance for treatment, but it could not cross the lesion. However, it was noted that the stent was not completely seated on deployment system.